Event description:
It was reported that the device delivered a possible output circuit damage alert. The patient received one shock, and had multiple episodes with aborted therapies.

Manufacturer narrative:
Na